Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was unable to issue medication for a patient due to the user being unaware of functionality. A technical support specialist guided and provided resolution that the users did not have access to all meds loaded in the matrix drawer. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that the bd pyxis medstation system was not able to access the station, prevented the user from dispensing a medication. No other information was provided regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that system unable to issue medication for a patient due to the user was unaware of functionality. A technical support specialist guided and provided resolution that the users did not have access to all meds loaded in the matrix drawer. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation system  was not able to access the station, prevented the user from dispensing a medication. No other information was provided regarding the event. There were no adverse events or injuries reported based on this incident.